Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm diameter abdominal aortic aneurysm. The length of the proximal aortic neck was 25.8 mm. The degree of angulation was 10 degrees. The vessel was very tortuous, and there was moderate calcification. It was reported that the physician was unable to cannulate the gate or access the wire from the ipsilateral side of the stent graft. Angiograms using contrast injection within the stent graft showed no flow out of the gate into the aneurysm. An aorto-uni-iliac stent graft was not available at the time of implant. The stent graft was difficult to advance up the aorta due to tortuosity and calcification which required pre-dilatation with 12x4 kissing balloons, as well as pre-dilating the right common and external iliac arteries with 8x4 balloons. The physician elected to leave the stent graft implanted and performed a fem-fem bypass. The patient had blood loss of approximately 500 mls due to cut-down exposure. No additional clinical sequelae were reported and the patient will continue to be monitored. Review of returned films pre-implant showed a 25 x 27mm (flow lumen) proximal neck which was calcified. Areas of calcification were also seen within the distal portion of the proximal neck, 4-5cm below the renals. The maximum aaa diameter was approximately 5.5cm. The iliac arteries were very tortuous, specifically on the left side, and were also severely calcified. Images during implant were not provided. The cause of the cannulation difficulties is uncertain; however, it is possible that the calcified distal portion of the neck, along with the tortuous iliacs, may have contributed to this event.

Manufacturer narrative:
(B)(4). Method: film. Results: occlusion. Tortuous and calcified iliac arteries. Conclusion: occlusion. Tortuous and calcified iliac arteries.